Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a device replacement procedure, the right ventricular lead bipolar pacing impedance was undefined, which triggered an alert, and a x-ray confirmed the lead was partially inserted in the implantable cardioverter defibrillator (ICD) header. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pacing configuration was reprogrammed and on re-check about one week later, there were no lead sensing issues nor alerts so no surgical intervention was warranted.